Event description:
Problems with multiple 8.0 endotracheal tubes. Cuff would not remain inflated. Three occurrences requiring reintubation that we are aware of at this time. The 8.0 ett stock has been pulled and replaced.